Manufacturer narrative:
It was reported that the receiver/stimulator had extruded out of the skin. This report is submitted on (B)(6) 2020.

Event description:
It was reported that the receiver/stimulator had extruded out of the skin.

Event description:
Per the clinic, the patient experienced prior magnet dislodgements due to multiple head traumas, and the magnet was pushed back into place on two occasions (specific dates not reported). However, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.